Event description:
It was reported, that the patient with this right ventricular (rv) lead experienced syncope episodes. Technical services (ts) reviewed, the episodes and in which there were no out of range measurements for the most recent syncope episode. However, ts observed, a pace impedance measurement of greater than 2000 ohms that coincided with the patients previous syncope episode. For the previous episode, the patient had presented to the emergency room with weakness and a heart rate in the thirties. The patient was pacemaker dependent at the time. The patient was recently seen in the clinic in, which myopotential noise was reproducible on the rate sense portion of the rv lead with deep breathing. The cause of the clinical observations is unknown at this time. And the clinic has chosen to monitor the patient closely. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).